Manufacturer narrative:
The insulin pump had intermittent button repsonse due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corners, cracked display window, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error while the customer was sleeping. The blood glucose reading was 157 mg/dl. The customer stated that the buttons were not responding around 5 or 6 hours before the call. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.